Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The pfna nail and pfna spiral blade are made of stainless steel. The examination of the manufacturer documents and the raw-material inspection sheets of both implants showed that the chemical composition, microstructure and mechanical properties of the nail and the spiral blade were in compliance with the international standards iso5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated implants (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. The width of the distal, oval locking hole of the nail is 5.24mm and the outer diameter of the nail at the fracture site is 10.01mm. The diameter of the spiral blade at the fracture site is 5.57mm. Gliding- wear marks and fretting corrosion were documented inside the proximal 130 degree hole (lead through for the spiral blade) of the nail and on the spiral blade. Inside the distal locking hole mechanical damages as well as macroscopic visible fatigue crack were documented. These marks/damages are a result from micro movements between the spiral blade and the nail, respectively between the locking bolt and the nail and are a sign for high dynamic loads and instability. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The crack started on the surface of an edge of a blade and ran into the material. After breaking, the two spiral blade fragments rubbed against each other causing partially slight destruction of the fracture surfaces (abraded and shiny areas). When examining the medial fracture surface of the spiral blade the initial fracture areas and the fracture behavior were identified. At a higher magnification fatigue striations were observed at the crack propagation zone and over the entire surface. Each striation represents the successive position of an advancing crack front. The fracture surface showed also secondary corrosion. Several small fatigue cracks inside the cannulation of the spiral blade are documented. Sem observations and finding showed that the implant failures were caused by fatigue and overload. No evidence of material or manufacturing defects was found. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. X-rays: received: dates as follows: (B)(4) 2012: qty 3; (B)(4) 2012: qty. 2; (B)(4) 2012: qty. 2; (B)(4) 2012: qty. 2; (B)(4) /2012: qty. 5; (B)(4) 2012: qty. 4. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device has been received and the investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the tip was broken on the ria drive shaft. No further information was available. No additional information is available. This is 1 of 2 reports for this event.